Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the basal rates were incorrect and the customer could not recall the last time they changed the infusion set. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.